Event description:
The customer reported that the device was unexpectedly shutting down and failing to power on which could impact the delivery of therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was unexpectedly shutting down and failing to power on which could impact the delivery of therapy. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.